Event description:
The customer reported being hospitalized due to low blood glucose of 33mg/dl, and she was treated with food and glucose tablets. The customer has not been using the insulin pump since the event, and he was using manual injections. Troubleshooting was performed. Reviewed the programming and found that the battery was dead for several days. Then the customer replaced the battery and the insulin pump was accounting for the boluses and basal rates correctly in the daily totals. The device was not exposed to an MRI. Instructed the customer to run the manual prime test and passed. Advised the customer to call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.